Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the patient "I had my right knee replaced on (B)(6) 2014. I think it popped real loud while I was still in the hospital bed, nothing I have taken has helped. I had my hip replaced by another dr. About 10 years ago, it has given me no trouble but my knee is so painful."